Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the semi recline mechanism is not latching correctly . When the user sets it where he wants it the back keeps going backwards until it cannot anymore.